Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and retainer ring popped off on (B)(6) 2020 with blood glucose of above 500 mg/dl. The customer experienced symptoms related to high blood glucose such as loss of appetite, headache, struggling to breathing and tiredness. The customer stated that they treated the insulin drip. The auto mode was not active. The customer reported that the reservoir was not able to lock in place. The insulin pump will be returned for analysis.